Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button cover was loose and the button was non-functional. The cause for the defective response button was a disconnected rear response button connector. The root cause for the disconnected connector could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.